Event description:
Reporter indicated that patient was experiencing severe headaches, heart palpitations, and increased blood pressure since vns therapy system implant surgery. The patient was hospitalized for testing and the physician programmed the pulse generator off. While the device was programmed off, the patient's symptoms subsided. Diagnostics are not available. Explant surgery is likely. Attempts to gain additional information have been unsuccessful.